Event description:
A customer reported that three ophthalmic blades had marks on the proximal end. Surgery was completed with the same product. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in section h.11. Upon further review, event code was updated to "ci blade unacceptable". This event (ci blade unacceptable) is not considered to be a reportable malfunction and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under this mfg report num. 2523835-2025-00723. The manufacturer internal reference number is: (B)(4).